Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm on an unk date. Aneurysm and vessel morphology is unk at the time of implant and at the time of repair. It was reported from another MFR that there was a re-intervention due to a type I endoleak on a pt that was implanted with a talent thoracic stent graft. The physician elected to place another MFR's aortic extender for a distal type I endoleak; however, the endoleak did not resolve. The physician placed a stent and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Other (secondary intervention) - evaluation results: (endoleak), (lack of info).